Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) as supplies were reused from a previous therapy to start a new therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated the event was reported and the patient is going to start therapy on a new cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was confirmed and the cause was undetermined.